Manufacturer narrative:
Initial reporter address is (B)(6). Initial reporter phone no. Is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set was damaged. The female connector of the transfer set was found to be broken when it was connected to a solution bag during pd therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.